Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device stopped providing the video feed. Per service manual operational and diagnostic, the reported issue was not duplicated; therefore, this complaint cannot be confirmed. However, during evaluation, the device displayed "usb drive not found" alert message. It also gave camera head error code 0004. The device is being placed into long term hold as multiple attempts to repair have unsuccessful. With the information available, we cannot determine the root cause of the reported or identified problems. A device history review was performed for the finished device serial number ((B)(6)), and the certificate of conformance stated that the device was manufactured in compliance with the quality system release criteria. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: b3, b4, g4: upon complaint review, it was determined that the event date, date of this report and date received by manufacturer were incorrectly reported on the initial report. The correct date was december 17, 2019 for all three fields.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that during an unknown procedure the all-in-one ccu+light source stopped providing video feed after 5 minutes into the case. The monitor should have switched from the primary display to secondary, however, that did not occur. The video feed was manually changed to provide image through the dvi-d. All settings on the monitor were correct and priority was enabled. No replacement was requested. No patient consequences or surgical delay reported.